Manufacturer narrative:
Batch review performed on 30 january 2017. Lot 157649: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of groin pain. The surgeon confirmed the cup was loose. The surgeon revised the head, cup and liner. The surgery was completed successfully. X-rays and explants are not available.